Manufacturer narrative:
This report is submitted on june 05, 2024.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported). Subsequently, the patient was hospitalized on (B)(6) 2024 and was treated with IV antibiotics for 14 days.